Manufacturer narrative:
The lead was returned in two portions. External abrasions were noted on the portions between 12.3cm-16.4cm and from 46.9cm-47.5cm from the connector pin due to friction to the ICD can. Internal abrasions were noted between 10.2cm and 13.2cm and from 30.0cm-30.2cm from the header. Externalized conductors were noted between 10.2cm and 13.2cm, however the etfe coatings of the rv and re cables were normal in these areas. .

Event description:
It was reported that the patient presented in-clinic for a device check and upon interrogation; an alert was present for possible output circuit damage. An alert was found for out of range hv lead impedance. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.